Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6), 2009 and subsequently expired on or about (B)(6), 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products: associated mdrs # 1225714-2014-00003, 1225714-2014-00004, 1225714-2014-00005 and 15225714-2014-00006.